Manufacturer narrative:
Conclusion: according to the information from the field, a CT scan showed that the electrode had migrated completely outside the cochlea. A full insertion at initial implantation was reported. During revision surgery they wanted to re-insert the electrode, but ossification was found, that made a re-insertion or insertion of a new device impossible. Therefore the patient was left unimplanted. Damages found during investigation are most likely due to explantation. This is a combined initial and final report.

Event description:
The patient was re-implanted on (B)(6) 2015. During first fitting, no hearing sensation was obtained. In situ measurements showed the implant as functional. The patient felt slightly painful sensations near the ear canal on some electrode channels. A CT scan showed that the electrode had migrated completely outside the cochlea. A revision surgery took place on (B)(6) 2015. During this surgery an ossification of the cochlea was found, that made a re-insertion or insertion of a new device impossible. Therefore the patient was left unimplanted.